Manufacturer narrative:
A boston scientific technical services consultant reviewed the stored episodes and suggested bringing the patient in for testing. The local boston scientific representative could not provide further details on the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a review of latitude transmissions noted noise on the right ventricular (rv) channel, which was oversensed and resulted in a two second pause in pacing for this patient. No adverse patient effects were reported.